Manufacturer narrative:
Vascular solutions, inc. Has requested further information and return of the device from the international distributor.

Event description:
The clip attaching the laser fiber to the sheath was reported to fail. The laser fiber slipped into the sheath and a 13 cm segment separated and remained in the patient. The sheath segment and a vein segment were removed through an incision in the thigh.